Manufacturer narrative:
Additional information: h6 -type of investigation, investigation findings, and investigation conclusions further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with intermittent ventricular capture exhibited by the implantable cardioverter defibrillator. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.